Manufacturer narrative:
B3: december was the right reported month, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error 41786. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 1/9/2025. D3: correction. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Error code 41786 was duplicated. Upon powered up the device; alarm was sounding off constantly. The cause of the reported problem was the board malfunction. Replaced the printed wiring assembly (pwa) board to fix customer's reported problem and bring pump into full functionality. Device passed all functional & accuracy testing after repairs.